Event description:
It was reported that pump displayed malfunction alarm code 9 before cartridge was installed, and customer had accidentally indicated in the process that cartridge was already installed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with assistance from technical support, and no additional information was received regarding the outcome of the event.